Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced failed battery test and blank display. Customer's blood glucose value was 180 mg/dl. The customer stated that she went through 5 batteries. The customer reported blank display after battery change. The customer was unable to finish troubleshoot because the call was disconnected. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No blank display or display anomaly noted during testing. Device function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal.no unexpected low battery, failed battery or off no power alarm noted during testing. No damage inside pump noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.